Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that the health care professional (hcp) reported that this patient developed spontaneous ventricular tachycardia associated with cardiac arrest. The hcp questioned device operation as it appears the device stopped delivering therapy. There was lengthy discussion with boston scientific technical services (ts) in attempt to determine root cause. During the discussion the hcp mentioned that a magnet may have been applied over the device. Our in house software engineer confirmed that legacy tachy device will not report "no therapy" if a magnet is applied during the episode. Ts performed a simulated test on a legacy device and confirmed that magnet application after a shock with result in no redetection and no indication that the episode was aborted by a magnet. Additional information received from the local sales representative states that there were no adverse patient effects from t his event. A magnet was placed over the device after 2 failed internal shocks and an external shock was delivered to converted the ventricular tachycardia (vt). No programming changes or intervention was performed.